Event description:
Customer called to report employee splattered cidex in her eye. The employee was not wearing any eye protection as described in the product labeling. She was seen by a physician who flushed the eye and prescribed drops. A f/u phone call indicated that the employee was fine.